Manufacturer narrative:
Clinical report states that patient was revised to address stem loosening 3.7 years after primary tha. Doi: unknown dor: unknown (hip). The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report states that patient was revised to address stem loosening 3.7 years after primary tha.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Update rec'd 01/22/2015 - the patient's medical records were received. Medical records indicate the patient was revised to address pain in the anterior portion of their thigh, femoral loosening and subsidence. There is no new information that would change the existing MDR decision. The lot information, patient and complaint codes, and patient demographics are being updated at this time.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.